Event description:
It was reported that that approximately two months after implant, fluid infiltration was observed at the pocket incision. It was also noted that the wound had incomplete adhesion. The patient was subsequently was referred due to left side pleural effusion. The effusion was sent for culture and methicillin-resistant staphylococcus aureus was detected. Due to the confirmed infection, both the extravascular implantable cardioverter defibrillator (ev-ICD) and the extravascular (ev) lead were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.